Manufacturer narrative:
Details of the specific tissue processing run(s) from which sub-optimal processing of patient tissue samples was derived and instrument logs were not provided to leica biosystems. The complainant advised that the instrument was "running normally" and declined to provide this information. The information available indicates that event code 1337 was generated. This event code is indicative of detection of an unexpected, rapid drop in the retort wax line temperature by the instrument software, which is likely due to a leaking retort wax valve allowing cold reagent into the wax line. The following information would have been displayed to the user: "retort wax valve leaking. Do not use instrument; contact service". Additionally, a red x would have been displayed for both retorts to indicate that both retorts had been rendered inoperable to prevent further tissue processing and mitigate tissue damage or loss, per the prescribed software workflow. The root cause for the occurrence of event code 1337 could not be determined from the information available. The root cause of the reported sub-optimal processing of patient tissue samples could also not be unequivocally determined from the information available. However, it is considered likely to have been due to failure of the affected tissue processing protocol(s) before dehydration of the patient tissue samples being processed was completed, due to the occurrence of the event code 1337. Details of the user interaction with the instrument following the generation of event code 1337 and the regimen used to continue processing of the affected patient tissue samples were not provided.

Event description:
On (B)(6) 2023, the complainant contacted leica biosystems and the following information was documented: "error 1337 is reported, tissue dehydration is not good". On (B)(6) 2023, the assigned leica field service engineer (fse) visited the customer site and documented the following: "wax valve leak to go to wax tubing then to retort. Cleaning retort to use alcohol and xylene. Function test was ok". On (B)(6) 2023, the assigned leica senior field service engineer documented the following information received from the complainant regarding patient outcome: "I confirmed from customer that they were re-biopsied." And further confirmed that: "...only one patient required re-biopsy. Furthermore, I so sorry that the customer could not provide patient information."